Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing connection was leaking while connected to a patient in the nicu. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the tubing connection was leaking was confirmed. Visual inspection observed that the connection between the two components was not fully hand tightened. During functional testing a leak was observed at the location between the female luer of the suspect set and the concomitant male luer of the concomitant set. Pressure testing confirmed the leak. The root cause of the leaking was confirmed as being the connection between the suspect set¿s female luer and the concomitant set¿s male luer not being fully hand tightened.

Event description:
The customer reported that the tubing connection was leaking while connected to a patient in the nicu. There was no patient harm.